Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) expired. The device was explanted given to the patient's daughter. Subsequently, the device has been emitting tones. The patient's daughter indicated that her father was not feeling well leading up to his death, and has implied that this device caused/contributed to the outcome. Guidant has requested the return of this device for analysis. To date, the daughter refuses to return the device.